Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that user said no issues with user's password and other email access. A technical support specialist, confirmed that issue has been resolved by their it team. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system device was unable to authenticate errors when logging in to stations. Customer stated that issue occurred when user retrieving medication to patient and they were able to get medication from main pharmacy. There were no adverse events or injuries reported based on this incident.